Event description:
It was reported by the sales rep that the devices were used during a gastric bypass. It was reported that the device broke. The instrument handles continued firing sequence, partially cutting and stapling. Another device was used to complete the case. There was no consequence to the patient.